Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Product not returned.

Event description:
Rep reported the following: "patient had a total hip replacement 25+ years ago. Patient came in for follow up with complaints of pain. X-rays revealed that the cup had moved. The patient was revised. Stem was stable. A new cup was implanted with screws. An mdm was utilized for additional stability. The operation was completed successfully". Explant information included a shell with a manufacturing date of july 2002 and a femoral head with a manufacturing date of march 1997.